Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2021. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown.h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that patient the ins was placed in the abdomen. The lead was placed on both sides at the thoracic vertebra level. The stimulation in the left lower limb, which was felt at the beginning of implantation, could no longer be felt. The impedance was measured and all electrodes 0-7 showed high values. Upon checking the x-ray, it was confirmed that the lead, serial number (B)(6) or (B)(6), had partially fallen out of the epidural space. The anchor was fixated on the fascia. An operation was performed to replace the lead. During the replacement surgery, the anchor site for the lead insertion was cut open and the lead was removed from the anchor. When the lead was pulled out in part on the left side, the x-ray image revealed that the lead diameter was partially abnormally narrow. The lead exposed to the lead wire was broken while the electrode was still under the skin, so it was left in the body in part. The lead was pulled carefully. An attempt was made to remove the remaining lead with the incision wound expanded, however, the lead could not be found easily even after the wound was expanded. The wound closure/surgical incision was closed. Issue was resolved. The cause of the broken lead was unknown.